Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented to the outpatient clinic due to feeling discomfort. Upon evaluation, abnormal ra pace impedance measurements and oversensed noise were noted. The following day, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented to the outpatient clinic due to feeling discomfort. Upon evaluation, abnormal ra pace impedance measurements and oversensed noise were noted. The following day, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received reported that prior to lead revision, the right atrial (ra) lead had exhibited low out-of-range pace impedance measurements less than 200 ohms, and it had been an abrupt change in measurements. X-rays were performed, but unable to conclusively determine the cause of the reported observations. There was no evidence of pacing inhibition or asystole. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.